Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving many alarms as well as a lost sensor alert. Customer declined to provide the blood glucose reading. Nothing further was reported.